Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited mode switch episodes due to fracture of tip conductor. The ra lead also exhibited high impedance, noise and oversensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.